Manufacturer narrative:
Voluntary medwatch report received: mw5166181.

Event description:
Voluntary medwatch received states a patient's lead was capped due to a product performance issue. No additional adverse patient effects were reported.